Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the leads "failed". No additional details were reported or are known. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to metal ion oxidation (mio) while in vivo. The inner insulation of the lead developed cosmetic mio while in vivo. The inner and outer insulation of the lead was observed to have blood ingression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead had been returned on 2012-(B)(4) with no information. The partial lead was returned in segements, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. An additional segment of the lead has been returned and analysis is in progress. A supplemental report will be submitted upon completion of analysis of the segement. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.